Event description:
The procedure was stenting of the external iliac artery, which was neither calcified nor tortuous. The target lesion was beyond a previously-deployed stent which had been implanted several months earlier. Once the sds was advanced to the target site, it was decided that a larger stent was needed; therefore, the physician began to remove the sds. During withdrawal of the sds, before even leaving the target vessel, the stent came off the delivery system and migrated to the internal iliac artery. The physician used a self-expanding stent and jailed the dislodged stent against the vessel wall in the internal iliac. Another unknown stent was used to successfully treat the original target lesion. There was no report of any adverse effect to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well.